Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Returned tasp exhibits signs of repeated use (nicked and gouged) and was fractured. All pieces were returned. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device was returned fractured. No additional information has been provided.

Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the device was returned fractured.